Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2011. 419678 lead, implanted (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to right ventricular (rv) lead oversensing. The physician looked at a chest x-ray and it was discovered that the rv lead was not secure in the implantable cardioverter defibrillator (ICD) header. The device and lead were revised and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.